Event description:
The customer reported the joystick is not working. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the rui needed to be replaced. Customer will order and replace rui. (B) (4).